Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer's stated problem was not confirmed. The downstream occlusion (dso) sensor was found to be worn but it was working properly. There was no known cause of the reported issue, and no further action will be taken.

Event description:
It was reported that the device had an error message related to problems with cassette recognition. There was unknown patient involvement.